Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt stated has had pain in hip and over groin area over last 3 months. On x-ray lysis around acetabulum noted. Also erosion through the bone with pathologic fracture in the pelvis. No pt info released per surgeon, hospital policy."